Event description:
Customer felt light headed and performed a blood glucose reading and received a result of 262mg/dl. Customer was later unresponsive. Spouse took blood glucose reading and received a result of 245mg/dl. Paramedics were called and the customer was given a shot of "d" could not get IV line. Emt device readings were 34, 55, 66mg/dl. Customer was taken to the hosp and stayed until blood glucose readings were normal. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.